Manufacturer narrative:
The devices were not returned for review, as they remain implanted. These devices were used in the treatment of a medical condition. No patient history information is available for review. A complaint history of the manufacturing lots did not returned additional complaints. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the device caused or contributed to any patient infection. With the information provided, a root cause cannot be determined.

Event description:
It is reported that the patient is experiencing pain and may have an infection.